Event description:
It was reported to depuy acromed that a vsp pedicle screw broke post-operatively. It was initially implanted in 2001. The screw was explanted 5 months later. There were no other adverse consequences to the patient.